Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (tts). No additional information was provided. Customer¿s blood glucose level was 255 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.